Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-052 'call service alarm' occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2015 with the following findings: call service 052 alarms observed in the black box and alarm history. Returned battery cap used for investigation. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Moisture observed in display. Pump case is cracked near top right corner of display. Leak test verifies leak at crack in case. Pump opened and moisture damage found inside case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)